Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: bost510, 3i t3â® non-platform switched tapered implant 5 x 10mm, lot# 2021070452. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor tried to place an implant in site #3 and the driver got stuck. The procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: . H6: investigation type codes were added: 10, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One 3i t3 non-platform switched tapered implant 5 x 10mm (bost510) and one internal connection universal placement driver tip ¿ long (iipdtul) were returned for investigation. Visual evaluation of the as returned products identified signs of use (bone residue around the external threads of the implant and wear on both devices). The products were attached to each other. Based on the evaluation, device malfunction has occurred. There is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the implant lot number (2021070452). It was confirmed that all operations and inspections were executed as per applicable procedures. However, DHR review could not be performed for the driver as the lot number was unknown. Complaint history review was performed for the implant lot number (2021070452) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. A complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). Functional testing was performed to disengage the devices. They were determined to be stuck together. Therefore, the reported event was recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is user error - inadequate handling by clinician of staff (e.g. Excessive torque application). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.